Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)..

Event description:
(B)(4). It was reported that subsequent to a coronary stenting procedure the patient experienced stable angina. The target lesion was located in the distal circumflex (cx) and proximal left anterior descending (lad). The physician treated the lesion with 2 taxus express2 stents on (B)(6) 2008. In (B)(6) 2012, the patient returned with stable angina. Upon coronary angioplasty it revealed a 75% stenosed target lesion located in the distal cx artery with reference vessel diameter of 2.50mm and a length of 10mm. A target vessel revascularization was performed using an unspecified balloon with a 0% residual stenosis. The event was considered resolved and was discharged 6 days post-procedure.